Event description:
It was reported that the patient presented to the ER after receiving a shock. Device interrogation revealed a software reset. The patient had been non-compliant and lost to follow-up. It was suspected the device was at eol. It was later reported that the patient expired. There is no allegation from health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.